Event description:
Home pt reported receiving a check lines and bags alarm during their automated peritoneal treatment on the homechoice machine. During the troubleshooting process, the pt stated they re-spiked the heater bag with the used homechoice cassette heater line. Baxter tech assisted home pt in ending treatment for evening. No pt injury or medical intervention required per unit rn.